Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00777; related manufacturer reference number: 3006705815-2024-00779. It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Both of patients leads had high impedances and one of the leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and both leads were explanted and replaced to address the issue.